Event description:
It was reported that an ilet device repeatedly powered on and off after being removed from the charger during a supply change, which prevented a meal announcement and coincided with elevated glucose; the patient uses dexcom g7 and has backup therapy, and the issue aligned with an unexpected shutdown attributed to the device¿s software component. Symptoms included hyperglycemia and shaking/tremors. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem in the computer software component consistent with an unexpected shutdown of the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.